Manufacturer narrative:
Upon follow up it was reported there was a leak that occurred at the screw thread between pd catheter and minicap transfer set, (unreported date), previously reported as between the minicap transfer set and titanium adapter. It was reported the screw thread was unscrewed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is related to MFR report # (B)(4) where the reported event of (B)(6) is captured. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set leaked. The leak was observed at the connection between the minicap transfer set and titanium adapter. The patient noticed the set was unscrewed and screwed it back on. The event occurred during an unknown process step. On an unknown date, the minicap transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.